Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, patient experience occlusion alarm occurs at blockage in the tubing. No further information available.